Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The anomaly was isolated to an open connection in the header at the rv connector block.

Event description:
It was reported that the device was explanted due to sensing anomaly. High lead impedance was also noted.